Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black hair was found inside the packaging of a minicap. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. An evaluation of the photograph was performed and a fiber/hair was identified. The reported condition of hair inside the packaging was verified; however the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.